Event description:
Pt called alleging that pt had test strips that had been damaged. Pt claims that pt had a hard time inserting the test strips into the meter. Pt had symptoms of dizziness. Pt had to call the paramedics after obtaining a blood glucose reading in the 300's. Pt tried to retest their blood sugar, but was unable to get the strip into the meter, because the test strips were damaged. Paramedics meter and md's meter read 369 mg/dl. Pt was treated with insulin. Customer service was unable to resolve the test strip issue and sent pt a new vial of test strips. Pt suffered a serious injury; however, meter did not contribute to the injury. Medical affairs is reporting this case as a strip malfunction.